Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was inserted into the patients eye and removed during the same procedure. The nurse was informed that the product made contact with the patient. However, the iol was damaged. The lens was replaced with a backup of the same model and diopter. No further information is available regarding this event.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Follow-up was not performed as the customer initially indicated that they do not have any further information regarding this event. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.